Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of a high cardiac rate. The system was reprogrammed and the patient medications were adjusted to prevent high cardiac rates. This s-ICD remains in service and no additional adverse patient effects were reported.